Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) was selected to be used. During procedure the physician tented the septum prior to transseptal puncture (tsp). A mid superior and mid posterior puncture was considered based on laa anatomy and visualized on bicaval and short axis transesophageal echocardiography (tee) views. The physician exposed the versacross wire 1 to 3mm from the dilator tip. Tenting was confirmed and was instructed to buzz while the registered nurse (rn) activated the baylis console. The tent appeared posterior on short axis and shifted anterior as radiofrequency (rf) was applied. No bubbles were seen in the left atrium (la). On fluoroscopy, the wire curled back on itself in the right heart and was immediately retracted into the dilator and removed from the septum. A new pericardial effusion was noted on tee, and the patient systolic blood pressure (sbp) dropped from 130 to 75. An emergency pericardiocentesis was performed, stabilizing the blood pressure (bp). The patient was transferred to the cardiac intensive care unit (cicu) in stable condition, and red bloody fluid was aspirated from the pericardium. The procedure was aborted; the patient is fully recovered and was discharged on (B)(6) 2025.